Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. The ultrasonic (u/s) controller printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional related reports for this system. The root cause could not be determined. (B)(4).

Event description:
A customer reported a burning smell from the system and a system message displayed when the system booted up during a cataract with intraocular lens implant procedure. There was a significant delay in the procedure, but no harm to the pt.